Event description:
Male (B)(6) treated for left ulna fracture. Plaster cast installed post-op. Failure of fixation two days post-op by screw pullout. Reoperation to remove the device two days post-op required.

Manufacturer narrative:
Follow-up report will be provided up on receiving more detailed info.